Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that she did not know what had happened prior to the event except that her daughter had found her with low blood glucose levels. The customer also stated that the buttons were unresponsive. Nothing further was reported.